Event description:
It was reported an 8f angio-seal sts plus was used after an interventional cardiac procedure. The patient was discharged. Two days later, the patient experienced redness and pus from the puncture site. The patient went to an urgent care facility and was told this was a hematoma and was sent home. The patient was told to wait a week to see if the hematoma resolved. One week later, the patient went to the emergency room (ER) and was diagnosed with a large groin infection with a pus filled sack. A surgical groin debridement procedure was performed. The angio-seal was not removed. An ulcer on the toe led to a toe amputation. The patient was started on IV antibiotics. The patient was reportedly improving.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information provided, the cause for the groin infection could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.